Event description:
I was fitted with a smith and nephew genesis ii total knee replacement in (B)(6) 2016. As time went on it started to click, but I was assured by the surgeon that this was normal. On (B)(6) 2018 it started to feel loose and painful following experiencing a strange sensation when getting up from and armchair. My gp referred me to our local hospital, who, after an ultrasound scan diagnosed a baker's cyst. The pain continued to increase and in (B)(6) 2019 my knee surgeon re-examined the knee and diagnosed a displaced bearing which allowed the femoral and tibial components to rub directly together, grinding a massive amount of metallosis into the son tissue around the joint. The joint was revised and replaced with another genesis ii prosthesis on (B)(6) 2019 and the broken parts sent back to the MFR who conducted a cursory examination, with no serious attempt to determine the root cause of the catastrophic failure. I obtained the parts back from the MFR in late 2021 and sent them to explant for further analysis, and they disclosed that the femoral component was actually made from 97% zirconium alloy, not cocr(cobalt-chrome). Based on their advice, I had a blood test which revealed 62.3 nmol/1 zr (the normal for a mom (metal on metal) hip would be around 9). Extrapolation would suggest this to be 1240 nmol/l at the date of revision. Since the failure I have experience numerous new medical problems, mainly of an auto-immune rheumatological nature (sjogren's raynauds, lipoma, pain and fatigue, etc). In 2021, the revised knee started to become painful, and expert examination diagnosed unacceptable laxity in both planes and in (B)(6) 2022 I suffered a fall in the garden when my knee gave way, which caused a massive (30x30cm) hematoma in my abdment. After waiting 2 weeks in hospital for the wound to heal I was readmitted with a heavy life-threatening bleed which needed emergency operation to control. This knee joint was replaced by a zimmer biomet rotating hinge joint "fo". Reason for use: replacement of joint with osteo-arthritis. Reference report: mw5184975, mw5184976. Patient code: 4526; 4530; 4561; 1732; 1849; 1884;1888;4581;1924. Device code: 2886;3023.